Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in duisburg, germany. During troubleshooting by livanova field service representative in charge, stirrer motor, power supply board and most likely also patient pumps circuits 1 and 2 were found to be defective. The unit could not be tested since it was not running. The device can no longer be used. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device developed a burnt odour when switched on. During repair activity carried out by a livanova field service representative it was also found that compressor was damaged and device fuse tripped sporadically. In addition, an error message (e05 code) associated to pump that does not start (measured by power consumption: power consumption is too low) was displayed on patient side. There was no patient involvement.

Manufacturer narrative:
H11: complaints database analysis revealed that no similar event was reported since unit installation in 2019. Following the investigation of similar complaints, a potential breach in the cooling coil may occur due to the stirrer flow within the tank leading to erosion of the cooling coil. This could allow water to enter the cooling circuit and compressor unit, resulting in increased leakage current and subsequent tripping of the circuit breaker. A review of the service history revealed that an erosion kit upgrade, featuring a new pump head design for the stirrer motor to prevent water flow toward a confined area of the evaporator coil, was installed in 2020. Thus, the erosion can be excluded as potential contributor to the reported event and the most likely root cause is related to the corrosion process affecting the coils and has progressed over time.

Event description:
See initial report.